Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sinus, upper respiratory infection, nasal/throat irritation or soreness and taking antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sinus, upper respiratory infection, nasal/throat irritation or soreness and taking antibiotics. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of fluid residue near the iso port and on the exterior of the back panel. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a black hair like contaminant on the inside top surface of the top enclosure panel, white dust like contamination on the blower, circular marring on the interior surface of the blower box lid. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of fluid residue near the iso port and on the exterior of the back panel. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a black hair like contaminant on the inside top surface of the top enclosure panel, white dust like contamination on the blower, circular marring on the interior surface of the blower box lid. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown.